Manufacturer narrative:
Follow-up #1: date of submission 04/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: the pump boots to verify screen with audible and vibratory features. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. A review of the tdd¿s add up correctly. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No eaw¿s occurred during testing. Investigators were unable to duplicate the complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.